Event description:
Patient reports receiving a burn on the left calf, approximately 3 x 8 cm, following treatment with the anodyne home unit. Patient reported that he was positioned with his calf laying on top of the therapy pad during treatment. Company's safety information and instruction booklet clearly cautions not to lie on therapy pads during treatment, as this may cause burns. Patient has received medical intervention of silvadene topical ointment, and has reported the burn had healed. Patient continues to treat with the anodyne therapy unit.